Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the device was not returned, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, when attempting to withdraw the bronchoscope from a 7.5mm et tube, the customer felt resistance. The customer pulled harder causing the tip of the bronchoscope to get stuck and break off inside the et tube. The et tube was removed and replaced without further incident. No harm to the patient or user was reported.